Event description:
Covidien received information stating that there was smoke coming out of the back of an 840 ventilator. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and found a burnt capacitor on the graphic interface unit (giu) central processing unit (cpu) printed circuit board (pcb). The cse replaced the gui, cpu, pcb. The cse performed extended self-testing on the device and all tests passed.